Event description:
The complaint is reported as: "md was performing the procedure according to IFU. During insertion, md found that the tip of the dilator was torn and could not enter anymore. Md could not proceed with the procedure, and finished using the new product". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator for evaluation. Signs of use in the form of biological material were detected on the dilator. Visual examination revealed the dilator tip was split and deformed. The total length of the dilator body measured to be 102 mm which is within specifications of 95.2 mm - 108 mm per product drawing. The outer diameter of the dilator body measured to be 2.858 mm which is within specifications of 2.82 mm - 2.87 mm per product drawing. The inner diameter of the tip was measured to be 0.7366 mm which is not within the specifications of 0.9144 mm - 0.9652 mm per product drawing because the tip was deformed. A lab inventory guide wire was passed through the dilator with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." "Do not leave tissue dilator in place as an indwelling catheter. Leaving tissue dilator in place puts patient at risk for possible vessel wall perforation." The customer report of a damaged dilator tip was confirmed by complaint investigation of the sample received. The returned dilator tip was split and deformed. Based on the sample received, manufacturing (tipping) caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "medical doctor was performing the procedure according to IFU. During insertion, medical doctor found that the tip of the dilator was torn and could not enter anymore. Md could not proceed with the procedure, and finished using the new product". No patient harm reported. The patient's condition is reported as fine.